Manufacturer narrative:
Correction (section h8) from initial use of device to reuse. The reported event could be confirmed, since the device was retuned and matches the alleged failure mode. The device inspection revealed the following. A visual inspection shows a brittle fracture occurring diagonally between two of the flex points engineered into the reamer. The fracture surface shows and abrupt, granular texture which is indicative of a brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a wear related issue. The failure was caused by wear. Device has been in use since 2019 normal weakening of structural integrity can be expected to lead to the event noted in this complaint. If more information is provided, the case will be reassessed.

Event description:
It was reported that the latitude ev kit was used. When using 2 of the flexible reamers on the kit they snapped/ broke and therefore will need replacing on the kit. Upon reaming over the guide wire when removing the reamer 1 had snapped in half, the second had snapped but did not come apart. Both reamers were removed successfully including loose items due to the ball tipped wire and nothing was left in the patient. It was reported that; the reamers were finished with so not needed again during surgery.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the latitude ev kit was used. When using 2 of the flexible reamers on the kit they snapped/ broke and therefore will need replacing on the kit. Upon reaming over the guide wire when removing the reamer 1 had snapped in half, the second had snapped but did not come apart. Both reamers were removed successfully including loose items due to the ball tipped wire and nothing was left in the patient. It was reported that, the reamers were finished with so not needed again during surgery.